Event description:
It was reported that upon interrogation, the pulse generator exhibited a battery impedance measurement anomaly. The patient was in good medical condition and would be reviewed in two months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.